Event description:
Customer reported that they returned the cufflator for repair and when the cufflator was returned, the clip on the back was broken off and missing. The cufflator was returned without the original case but in a cardboard box. The customer did not provide a date when this was discovered and no patient incident or injury was reported.

Manufacturer narrative:
Evaluation results: evaluation of the returned unit confirmed the reported issue that the back clip was broken, missing and the cufflator was in a cardboard box. The cufflator holds pressure but does not result to zero when pressure is released. However, this lot number product returned is not the same lot number product that the customer initially reported was repaired. Note: instructions for use state that the cufflator should be calibrated annually, or if measurements fall outside of this range, or if the cufflator needle does not indicate a reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).